Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the implant at tooth site # 3 was removed to due to fractured implant & bone loss. Clinician did not place implant and do not know the lot# nor the prod/ref #. Implant failed due to bone loss caused by platform fracture.